Event description:
On (B)(6) 2012, it was reported that pt reported the infusion device failed to pump insulin. Pt stated that the device failed to pump insulin and they became very sick. Pt reported they suffered elevated blood glucose levels, nausea, headaches, etc. Pt reported having to go on the backup infusion device which they were directed to do. Pt stated the backup infusion device also failed to pump insulin and was replaced. Pt reported whenever the infusion device failed, pt experienced elevated blood glucose levels, nausea, headaches, etc. Pt reported currently being on a backup infusion device without another backup device. No product return was requested.